Event description:
It was reported to philips that the allura system geometry movements were partly available. No harm was reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that no geometry movements are available and "button active at startup message was displayed". Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that no geometry movements were available and a "button active at startup message was displayed". Review of the log files confirmed the malfunction with the geo ui module. It was identified that the cause of the issue was with the enmv (enable movement) request signal which was active during system startup. Since, this was not allowed during the startup phase, the geometry movements became unavailable for the customer. So, the fse replaced the geo module to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.